Event description:
Reporter had a healthcare professional meter-to-meter blood glucose comparison test performed with results of 168 to 225 mg/dl, respectively. Reporter states other meter blood glucose tests were 341, 250 and 289 mg/dl. Reporter cleaned meter with alcohol. Reporter did not have control solution available for testing. Reporter was not experiencing any symptoms.